Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 55-year-old male pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a fungal infection requiring pd catheter (not a fresenius product) removal. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6)2025 for an unrelated foot infection attributed to diabetic-related neuropathy. During this hospitalization, the patient¿s peritoneal effluent fluid was noted to be cloudy by hospital staff. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital (date not reported) presented with candida aeruginosa and escherichia coli in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology and prescribed antibiotics and antifungal medication (types, routes, dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the severity and nature of infection during this admission. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient had an extended and complicated hospitalization due to his foot infection and subsequent foot amputation. The patient recovered from these events and was discharged home on (B)(6)2025. It was confirmed, though the exact source of infection was not determined, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy and is currently training in the clinic for home hd.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported to by a medical professional. This is further evidenced by the presence of pathogens that are prevalent normal flora in human skin and gastrointestinal tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 55-year-old male pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a fungal infection requiring pd catheter (not a fresenius product) removal. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 for an unrelated foot infection attributed to diabetic-related neuropathy. During this hospitalization, the patient¿s peritoneal effluent fluid was noted to be cloudy by hospital staff. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital (date not reported) presented with candida aeruginosa and escherichia coli in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology and prescribed antibiotics and antifungal medication (types, routes, dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the severity and nature of infection during this admission. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient had an extended and complicated hospitalization due to his foot infection and subsequent foot amputation. The patient recovered from these events and was discharged home on (B)(6) 2025. It was confirmed, though the exact source of infection was not determined, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy and is currently training in the clinic for home hd.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads..the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.